Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display was damaged. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10, h11 corrected fields: h6 (investigation findings), (component codes).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and found the damaged display, as well as verified internal display parts. However, since the display was severely damaged, the fse was not able to test the unit. The fse resolved the reported issue by replacing the lcd top display assembly and cable assembly. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display was damaged. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.